Event description:
Pt was revised to address a broken zirconia ceramic head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Device history records were reviewed and no material or manufacturing anomalies were found. The investigation could not draw any conclusions regarding the reported failure. The investigation has determined that this product code is now inactive/obsolete. Based on the investigation a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.